Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 4 years, 2 months. The device was returned for analysis. Evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when evaluation is complete.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was hospitalized on an unspecified date with signs and symptoms of suspected pump thrombosis. The patient was upgraded on the transplant list and was treated with IV heparin until transplant on (B)(6) 2016. Additional information was requested but not provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. No device-related issues were identified during the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and the outflow elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief was not returned. Evaluation of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of adhered or well-developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.